Event description:
The customer reported that the system experienced intermittent functionality requiring multiple reboots to restore functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer was evaluated and re-strapped to optimize the voltage. The system was tested and found to be working as intended and returned to service.